Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer discovered questionable cardiac troponin t results for several patient samples when the hospital's head physician of internal medicine contacted the health care doctor. The specific date of the event was not provided. The results were generated from cobas h232 meter serial number (B)(4). The cobas h232 meter is not sold nor is like or similar to a product sold in the united states. The results were all 50-100 ng/l, but the results from a laboratory test were negative. Specific data could not be provided. All of the results were reported outside of the laboratory. The patients were hospitalized. It was unknown if any patient was adversely affected.

Manufacturer narrative:
A specific root cause could not be identified as no customer material was submitted for investigation. Relevant retention material was tested and all results fulfilled the requirements.

Manufacturer narrative:
The customer strips were tested and the results fulfilled the requirements. It was noted the temperature requirements for transportation of the customer's strips were not met. The customer meter was investigated and the complaint could be reproduced.